Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files were reviewed and found to be unremarkable. The pump was operating as intended during the duration of the log files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for mlp-035116 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on 08apr2026 that the patient had stents placed on (B)(6) 2026 and several speed changes were done. The log files were submitted for review. The log files captured clusters pf low power advisory alarms as a result of lithium battery power depletion. The log files also captured power cable disconnect and low power hazards as a result of the patient disconnecting one of the leads which left the pump running on the other depleted battery. Additionally, the log files indicated that the patient had not connected to the power module/mobile power unit (mpu) from (B)(6) 2026 which mean t that the patient was sleeping on battery power. The mechanical circulatory support (mcs) equipment operated as intended.